Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was being removed during a stent removal procedure performed in 2009. According to the complainant, two and a half weeks post successful stent implantation, the patient complained of pain. During a procedure to check or remove the stent, tears were found in two different areas of the stent covering. The stent was removed without any complications. The physician determined the stent was no longer needed, and the patient's condition was reported as is fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.